Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 824471-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity and eczema. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), rash ("skin rash"), back pain ("lower back pain"), alopecia ("hair thinned"), feeling abnormal ("brain fog"), fatigue ("fatigue"), amnesia ("memory loss"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hysteroscopy and laparoscopic removal of essure device with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, rash, back pain, alopecia, feeling abnormal, fatigue, amnesia, dyspareunia, abdominal distension and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypothyroidism, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date: (B)(6) 2007 (discrepancy noted) per mr essure insertion details: the ostium of the left fallopian tube was visualized and using the essure applicator the essure implant was placed in the ostium of left tube. A similar procedure was performed on the opposite site. At this particular time there were seven loops visible from left ostium and four visible from right ostium. The patient tolerated the procedure well. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain". Lot number ( 824471 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), rash ("skin rash"), back pain ("lower back pain"), alopecia ("hair thinned"), feeling abnormal ("brain fog"), fatigue ("fatigue"), amnesia ("memory loss"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, rash, back pain, alopecia, feeling abnormal, fatigue, amnesia, dyspareunia, abdominal distension and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypothyroidism, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), rash ("skin rash"), back pain ("lower back pain"), alopecia ("hair thinned"), feeling abnormal ("brain fog"), fatigue ("fatigue"), amnesia ("memory loss"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, rash, back pain, alopecia, feeling abnormal, fatigue, amnesia, dyspareunia, abdominal distension and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypothyroidism, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 824471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity and eczema. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), rash ("skin rash"), back pain ("lower back pain"), alopecia ("hair thinned"), feeling abnormal ("brain fog"), fatigue ("fatigue"), amnesia ("memory loss"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hysteroscopy and laparoscopic removal of essure device with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, rash, back pain, alopecia, feeling abnormal, fatigue, amnesia, dyspareunia, abdominal distension and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypothyroidism, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date: (B)(6) 2007 (discrepancy noted) per mr essure insertion details: the ostium of the left fallopian tube was visualized and using the essure applicator the essure implant was placed in the ostium of left tube. A similar procedure was performed on the opposite site. At this particular time there were seven loops visible from left ostium and four visible from right ostium. The patient tolerated the procedure well. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain". Most recent follow-up information incorporated above includes: on 5-jan-2021: medical record received. Essure lot number was added. This case was medically confirmed. Patient demographics, medical history and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.